Event description:
Device 1 of 3. Please see mfg report # 1627487-2010-02716 and 1627487-2010-02627 for devices 2 and 3 respectively. On (B)(6) 2004, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt's ipg battery was depleted. The pt also mentioned previously feeling shocking sensations. On (B)(6) 2010, the doctor decided to replace the device with an eon mini. During the revision, the doctor was unable secure the pt's existing lead into the bottom ipg header. The ipg header retained the port plug without any difficulty but the lead easily slipped out. The doctor decided to use another ipg. The doctor connected the lead and did an impedance check. It was then discovered that the lead had high impedance on all contacts. The doctor however decided to leave the device implanted as he is not trained in explanting paddle leads. The pt was referred to a orthopedic spine surgeon to remove the lead. A revision date has not yet been set.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.